Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer also mentioned having sensor glucose versus blood glucose issue, where the pump was not suspended due to the sensor glucose versus blood glucose difference. Customer reported low blood glucose event that was treated with glucose gel and was hospitalized. Customer also had a calibration not accepted alert. It had not been at least 15minutes since the blood glucose value that resulted in calibration not accepted was entered. Troubleshooting was done for sensor glucose versus blood glucose and for calibration not accepted alert but declined for the low. Pump was used within 48 hours of the low. Smartguard was used per carelink. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a.